Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/4 of his automated peritoneal dialysis therapy. The pt stated that the pt disconnected and reconnected his transfer set to the pt line of the homechoice set just prior to the alarm. Baxter technical service assisted the home pt in ending the therapy early. Therpay was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.